Event description:
An attempt was made to place the 3.0x15 vision stent in the ostial margin. The device was not advancing smoothly, so the devices were pulled out together; however, the stent had dislodged. Nothing further was done at this time. The pt returned two weeks later for treatment, and using ivus, the stent was located in the left main. The stent was retrieved with a snare device. No additional treatment was performed and no pt effects were reported.